Event description:
It was reported that this lead was explanted due to placement difficulties. The lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to a suspected dislodgement which was later confirmed through x-rays. Therefore, it was explanted and replaced. No additional information is available at the moment.